Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had blood glucose (bg) values that dropped to 50 mg/dl. The patient was not responsive. For treatment, the patient was treated by a paramedic in the building. The cannula was dislodged, while wearing the pod between 1 and 4 hours on the arm. The patient was discharged after 1.5 hours. The pod was discarded.